Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after an hour of surgery, the device started leaking air. By the end of the procedure, the seal of the device was much larger. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of one device. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The analysis of the photographs concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.